Event description:
Complainant alleged that during a routine shift check by a clinician, the device gave a constant "paddle fault" message. The complainant indicated that there was no pt invovlement in the reported failure.